Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient called in during fill 3 and was receiving an air detected in cassette warning. The patient cancelled out the treatment. When the patient removed the cassette, there was fluid leaking from the cassette. The cycler was replaced. A follow up call was made to the patient's nurse who reported that there was no patient injury and that the patient discarded the tubing set.